Manufacturer narrative:
An event regarding recurrent dislocations due to incorrect selection involving trident liner was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant. Method & results: -device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted trident liner. The poly liner has no obvious changes other than explantation damage. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: conclusion of assessment a marginally stable hip arthroplasty was present in 2014 with cup malposition in low inclination, mainly due to inappropriate use of a 10° offset liner in combination with a slightly short leg in the hip joint due to inadequate reconstruction of femoral head neck length. The marginal stability of the arthroplasty was further compromised after the `irst hip dislocation associated with a fall of the patient in 2018. This caused rupture of the hip capsule with loss of soft tissue stability in the joint and no prospect of adequate capsular healing due to further recurrent dislocation in short intervals. Recurrent dislocation required revision surgery with exchange of the bearing for an mdm construct with longer femoral head in jan 2019. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the investigation concluded that inappropriate use of a 10° offset liner contributed to the recurrent dislocations which led to this revision surgery. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Booked revision case due to dislocation post previous fracture. Head and liner revised from +0 head to +8 head and mdm. Mdm trialed on table and case completed. This pi is for the dislocation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Booked revision case due to dislocation post previous fracture. Head and liner revised from +0 head to +8 head and mdm. Mdm trialed on table and case completed. This pi is for the dislocation.